Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of hospitalized high readings and button error. The customer's blood glucose was 163 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer stated that she had high readings due to ear infection. The customer reported drive support cap to appear normal. The customer stated that the buttons were not responding. The insulin pump was returned for analysis. The insulin pump was returned for analysis.